Event description:
Additional information received reported there was no possible electromagnetic interference (emi) source or other reasons that could be identified as the root cause for the motor stall. The pump was successfully explanted on 2013-(B)(6) and the patient received a pump replacement. The patient received effective therapy again and since the motor stall was identified shortly after appearance, the patient had no withdrawal symptoms due to oral medication.

Event description:
It was reported that the critical alarm had occurred due to a motor stall. Reprogramming was attempted without success. No possible root cause of the motor stall could be identified. A pump replacement was planned. There were no patient symptoms; the patient status was reported as ¿alive-no injury¿. The device system was used to deliver baclofen and morphine.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump found a motor gear train anomaly. There was corrosion and/or wear and/or lubrication and a stall due to shaft-bearing. There were multiple motor stalls and recoveries seen in the logs. During destructive analysis significant residue and shaft wear on the upper shaft of gear 2 was found. Also some residue on the jewel where the upper shaft of gear 2 inserted into the top bridge assembly was found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.